Event description:
It was reported, the valve was explanted due to pannus and thrombus resulting in an impeded leaflet with stenosis and elevated gradient. The valve was discarded at the hospital and will not be returned for analysis. According to info received, the physician did not have a complaint regarding the valve.